Event description:
The duodenoscope was in the duodenum (4.2mm channel). A sphincterotome was passed down the channel and a plastic pancreatic stent (zpsof-5-4) remaining in the endoscope from the previous pt fell out of the scope into this pt. The endoscope had been cleaned and disinfected prior to this occurrence in the usual manner using a dcb-sv-50 endoscopic cleaning brush. The pancreatic stent was retrieved using a stent retriever. Steps have been taken (bloods) to assess if the pt has any cross infection or contamination. In the previous procedure which resulted in the pancreatic stent remaining in the endoscope - a trainee doctor had failed to place the stent correctly due to using the incorrect pusher and the stent was withdrawn with the endoscope. This report is submitted in relation to the intervention and retrieval of the zpsof-5-4 pancreatic stent from pt #2. Please be advised that a report has been submitted separately in relation to the dcb-sv-50 endoscopic cleaning brush. (Reference # 3001845648-2014-00004). "The stent was removed with a stent retriever. Bloods were taken to rule out cross infection. No adverse effects on the pt were reported to have occurred due to this event.

Manufacturer narrative:
The actual lot number of the zpsof-5-4 device involved in this complaint was not provided. As the lot number was not provided; it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. The device was not available to be returned for evaluation. As the device was not returned the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. Summary of the description of the event is as follows: a stent stuck in the duodenoscope (pt 1) fell into the next pt (pt 2) as the cleaning brush used had failed to remove the stent prior to the next procedure. They were using a 4.2mm channel duodenoscope to place a pancreatic stent but the trainee doctor failed to place it correctly due to using an incorrect pusher and the stent was withdrawn with the scope. The scope was cleaned with a dcb-sv-50 but the stent remained in the duodenoscope. When a sphincterotome was passed down the scope during the next procedure,the stent fell into the pt the scope was now being used on (pt 2). The stent was removed with a stent retriever. Bloods of pt 2 were tested to rule out any cross infection. The customer complaint could be confirmed based on customer testimony. Prior to distribution, all pancreatic stent devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this pancreatic stent device could not be carried out as the lot number was not provided. The instructions for use for the pancreatic stent advises the user of the following: "upon completion of procedure, dispose of device per institutional guidelines for bio hazardous medical waste." No corrective action is warranted. From the information provided, the trainee doctor failed to place the stent correctly during the first event and the scope was withdrawn. Additional information provided, indicated that an incorrect size pusher was used to deploy stent in pt 1 therefore the stent was not deployed and remained in scope. However, the stent remained in the scope following the cleaning process with the endoscopic cleaning brush and the stent fell into the next pt when the scope was being used again. The stent was removed with a stent retriever. Complaints of this nature will continue to be monitored for potential emerging trends.